Event description:
It was originally reported that the leads were mislabeled and the patient would need to have surgery again to have a new lead placed. The company representative reported that the patient told the physician the wrong side to attach. The patient was consented for one specific side, and the patient agreed. Three weeks later, the patient thought the other side would work better. The patient was going to have the device switched to the opposite lead. The healthcare provider confirmed that the right side worked well for the patient. The incorrect lead was placed due to the confusion of what was written about what lead should have been placed. The patient was brought back in and the correct lead was placed. No surgical complications were reported.